Manufacturer narrative:
During further evaluation, it was determined that a CAPA was initiated to address the broken oscillating head. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device was not working properly. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the coupling tool side was worn out, the control unit would not work and the oscillating head was torn. It was also observed that the device failed the failed mode switch-test, functional test, check saw blade coupling and general condition pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to construction/design issues. If additional information should become available, a supplemental medwatch will be submitted accordingly.